Event description:
The facility reports as the hoist was lowered to pick the patient up from the floor, the patient's left foot became wedged between the pillar and the base, causing injuries to the left ankle. Then patient was treated in the hospital for injuries.